Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. No data analysis from this device was performed. The remaining estimated longevity was noted to be 1.5 years 6 months ago. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. No data analysis from this device was performed. The remaining estimated longevity was noted to be 1.5 years 6 months ago. This device was removed and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred due to other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.